Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that side branch stenosis occurred. In (B)(6) 2018, clinical status assessment indicated that the patient's qualifying condition was unstable angina. The patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery extending to proximal lad with 99% stenosis, a length of 35mm, and reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 48mm study stent. Following post-dilatation, residual stenosis was 0%. Baseline core lab angiography revealed 60% side branch stenosis in 1st septal branch. Post procedure angiography revealed 80% 'branch percent stenosis'. The patient was discharged on the next day on dual antiplatelet therapy.